Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2012. Between (B)(6) 2012, there were multiple manual events of mainly 10 minute duration, which would indicate the device was switching itself on automatically. The pad-pak was then removed. On (B)(6) 2012, it was re-installed with the device performing and passing a self test. The problem with the device was attributed to a fault in the membrane. A visual inspection also revealed the apex terminal pogo-pin had been sheared off. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.